Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a distorted image. The issue was found during the reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9; h2; h3; h6 and h11 this supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty ccd (charged coupled device) and cut on video cable. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the destorted image was due to the faulty ccd (charged coupled device). Olympus will continue to monitor field performance for this device.